Event description:
It was reported that the patient experienced infection with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and no device replacement was made. No further issues were reported in relation to this event.

Manufacturer narrative:
The ams800 occlusive cuff was visually, microscopically, and functionally tested. The cuff performed within specifications and no leaks were found. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The ams800 control pump was visually, microscopically, and functionally tested. The control pump performed within specifications. There is no evidence the device was used contrary to product labeling per the dfu. The dfu lists tissue erosion/infection as potential adverse events. A risk review is not required as the complaint was determined not to be associated with training, a new product, or a new hazardous situation. This complaint investigation conclusion code known inherent risk of device is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced infection with ams 800 artificial urinary sphincter (aus). The entire aus system was removed and no device replacement was made. No further issues were reported in relation to this event.